Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on may 09, 2016, (B)(4).

Event description:
It was reported that "at the moment the fms was going to be used the professional found that the tube used to inflate the balloon was broken." The device was not used on a patient. No further details were provided.